Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2phcb); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy was not working as well as it should for "quite a while." They were having leaking and accidents and were concerned that the lead may have moved. They know it was working to a point because they were still able to adjust amplitude, but now it was so high it was causing pain in their buttock. Patient services (ps) recommended the patient decreased amplitude to a comfortable level. The patient had tried all 7 programs and had tried increasing and decreasing the stimulation. The patient commented that they felt the stimulation in their back, however when ps inquired further about this the patient stated that they did not like the stimulation sensation so they kept the amplitude at a level where they did not feel it. The patient denied any falls or traumas. The patient wanted to know the name of their manufacturer representative (rep) to get in touch with because they could not get an appointment with managing physician until july. The agent reviewed the role of field staff and redirected the patient to follow up with managing healthcare provider (hcp) when they were able.